Event description:
The customer was hospitalized for high glucose level and dka. Troubleshooting was performed. The device passed the self-test and programming was ok. A day later, the customer called back and stated that she changed the infusion set and used a new bottle of insulin, but her bgs were going high. Verified insertion technique and found that the customer sometimes sits when using an inserter. Advised customer to change the infusion set and monitor her glucose levels.